Manufacturer narrative:
Section a3b unknown/ asked but not available. Section b3: date of event: unknown, not provided, section e1: surgeon's email address: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was stated that after cataract procedure patient reported the daily activities of using cell phone and driving were affected because of anisometropia. The lens was explanted in the secondary procedure and replaced with a non jnj lens. The patient is doing fine, there was no patient injury or medical/surgical intervention required. They stated there was no calculation issue or use error involved. The patient feels good on post-op with the replaced lens. No other information is available.

Manufacturer narrative:
Additional information: the power of the replaced lens was eta125, 22.0, and the patient is satisfied with the outcome. Section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: april 3, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed that the lens was coated in viscoelastic residue. The lens was cleaned and further inspected revealing damage on the surface, edge and on one haptic of the lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.